Manufacturer narrative:
There are no allegations of system failure or malfunction. Patient elected to remove the nalu system in order to pursue other surgical interventions for the pain location.

Event description:
Patient was implanted with the nalu peripheral nerve stimulator system on (B)(6)2023 to treat knee pain. After having the system implanted, the patient elected to pursue a total knee arthroplasty and removed the nalu system in anticipation of the knee surgery. A full system explant was performed on (B)(6)2023.